Manufacturer narrative:
(B) (4)

Event description:
Following device adjustment in december or january the pt's face started to droop; she could not talk and her eye closed. She also had a seizure when the device was put in. Further info is being requested from the hcp.